Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: the received x-ray was reviewed. It can be confirmed that there is a broken nail visible. Product was not returned and no article- and lot number was provided, therefore no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown pfn nail/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is synthes employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the proximal femoral nail (pfn) was removed due to nail breakage. The nail was implanted in (B)(6). The nail was removed using a rongeur for the proximal end and surgical suction for the distal fragment. The surgery was completed without incident. The implant was appeared to be a stainless steel implant and there were no markings legible on the implant. Patient status and outcome were unknown. Concomitant device reported: end caps: pfn (part # unknown, lot # unknown, quantity# 1), nail head elements: pfn blade (part # unknown, lot # unknown, quantity# 1), screws: locking (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) unknown proximal femoral nail (pfn). This is report 1 of 1 for complaint (B)(4).